Event description:
The disposable perforator failed to disengage following drilling and a portion of the device became jammed in the patient's cranium. The surgery was prolonged and bleeding occurred. A superficial contusion is reported to have been observed.